Manufacturer narrative:
The customer's meter and strips (0704638) were returned and product testing did not confirm the readings complaint. All results were within the range specifications and no errors were observed during control solution testing. The readings reported by the customer were not present in the meter's memory log.

Event description:
Customer's wife reports her husband got a reading of 180 mg/dl at 0930 and took insulin. At 0500, the customer experienced symptoms of restlessness and at 1200 the customer's wife tested her husband and his blood sugar was 398 mg/dl and had symptoms or restlessness, cold sweats and he was not talking. The customer's wife is unsure if she tested appropriately when she received the reading of 398 mg/dl. Due to his symptoms, the paramedics were called and they received a reading of 25 mg/dl on an unknown brand of glucose monitor. The customer was treated by the paramedics with "something to raise his blood sugar" and taken to the hospital. The course of treatment at the hospital is unknown.